Event description:
The customer reported that the system displayed x-ray disable and then rebooted. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated and the backplane was repaired during the service call. The system was tested and found to be working as intended and put back into service.